Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 18x3.0mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified proximal left main coronary artery. Following pre-dilation, a 3.00x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were damaged. The deice was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 3.00x20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. A stent strut from the third most distal stent strut row was lifted form the stent profile. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 18x3.0mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified proximal left main coronary artery. Following pre-dilation, a 3.00x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were damaged. The deice was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.